Manufacturer narrative:
As reported, few weeks post-implant of a ventralex st, the patient reported experiencing severe constipation, intense abdominal pain and inability to pass gas. Multiple attempts have been made to obtain additional information. Based on the information provided, no conclusion can be made. Review of manufacturing records shows product was manufactured to specification. To date, this is the only complaint reported for this manufacturing lot of (B)(4) units released for distribution in december, 2021. Note, the dates of event are estimated based on the information provided.

Event description:
As reported by the patient, during an unspecified procedure on (B)(6) 2022, a bard/davol ventralex st was implanted. A few weeks post-implant, the patient reported experiencing severe constipation, intense abdominal pain and inability to pass gas.